Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was yellow stain on the tracheostomy tube. Customer indicated decannulation/reintubation was required or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.